Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.4 cm diameter abdominal aortic aneurysm. The proximal neck was 23-24 mm in diameter and 12 mm in length. The left and right common iliac arteries were 12 mm in diameter. The right external iliac artery measured 9 mm in diameter and the left external iliac artery measured 8 mm in diameter. It was reported that 28 days post index procedure, the patient presented to the hospital complaining of the leg pain. The post-operative CT scan showed the inner lumen near the terminal aorta was narrow and the contralateral limb side (right) was shaped like a crescent moon. From these observations, it was suspected that the occlusion occurred in this area and possibly into the bifurcate. The doctor is considering either bms implantation after thrombectomy or f-f bypass procedure. The physician stated that after thorough observation of the CT images, it was probably not suitable for the patient having a narrow lumen with 18mm or less. The physician believes the cause of the event was due to the patient¿s terminal aorta, which was just 18mm in diameter and too narrow to accommodate the device. No clinical sequelae were reported and the patient is fine.